Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it to be damaged or torn and found it to measure the correct full length according to specification. Fluid was found to flow through the fluid path with no problems during fluid path and leak testing. No damages, tears, or leaks, were observed along the fluid path that would prevent fluid from flowing through the complete fluid path. Investigation of the download data from the pod found that a 0x34 alarm was generated by the pod, indicating that the processor reset for unknown reasons. Investigation of the drive mechanism components and electrical components found that the bottom and middle battery voltages were lower than expected and the shelf mode current of the pcb assembly was measured to be higher than specification at 10.5 microamps. Inspection of the pcb assembly found no damages or manufacturing deficiencies that would cause the shelf mode current to be high. The cause of the high shelf mode current could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the torn cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. Pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula was found torn. As treatment for hyperglycemia, a new pod was applied.